Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/7/2019. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on 3/20/2019. Device evaluation summary: it was reported that a 52-year-old female underwent breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation the device was found severely rented and was received in two parts. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed. As a result, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed.